Event description:
Primary: 1000ml bag of 0.15% kcl (potassium chloride), %5 dextrose, 0.45% nacl (sodium chloride). Secondary: 1000ml bag of 0.9% nacl at 999ml/hr. Rn observed flow from primary bag while in piggyback mode. Primary bag was hung lower with two blue hangers. Primary had to be clamped to complete the secondary infusion.